Event description:
Account reported that the clamp was in use on a surgical procedure. After the completion of the procedure the or nurse noticed a fracture in the boxlock on the clamp and tagged it for repair. There was no pt injury or incident report, as a result of the fracture in the clamp.